Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A f/u report will be submitted with eval results should the product be received.

Event description:
The customer reported during intravenous fluid administration the pump was alarming "occlusion pt side." The nurse investigated and found a large fluid filled bubble in the tubing just below the site where the tubing enters into the pump. There was no pt harm or medical intervention reported. The customer stated no add'l event or pt info was provided by the user.